Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. The investigation of the digital (guide) planning is not yet completed. In case the investigation shows, that the guide contributed to the event, we will send an additional report for the guide. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.